Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation; as the device was discarded at medicon due to expire of stock period after visual inspection. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant. Discarded at medicon due to the expire of stock period after visual inspection.

Event description:
It was reported that catheter damage was found at the fringe of the dressing material. The catheter was not grasped using forceps, etc.